Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the patient's guardians noticed an obvious decline in auditory performance since (B)(6) 2010. Problems with the external equipment have been excluded and no head trauma has been reported. Testing showed that 7 electrode channels have hi impedances, with another 3 electrode channels with increased impedances.